Event description:
Boston scientific received information that remote interrogation data from this implantable cardioverter defibrillator (ICD) showed several thousand treated ventricular tachycardia (vt) therapy episodes, however, review of stored device memory showed only one episode of anti-tachycardia pacing (atp) delivery. Boston scientific technical services (ts) discussed the possibility of memory corruption in the episode counter portion of data which was non-critical data, so the device would operate appropriately. No adverse patient effects were reported. A copy of device memory was submitted for analysis.

Manufacturer narrative:
(B)(4). Analysis of device memory confirmed a single bit memory corruption in the memory used for the counter data. The device totals data will always be off, but the since last reset or last follow up data will be correct once the counters are reset and the patient is dismissed from the scheduled remote follow up in the remote monitoring system. Analysis concluded there was no reason to believe there was any impact to device function. This product remains implanted and in service.